Event description:
Pt came to interventional radiology for coiling of right mca aneurysm. Pt was intubated prior to procedure. After placement coil #2, coil #3 was attempted to be placed. However, it became stuck within the catheter and prematurely detached. While trying to remove the coil, which was partially within the aneurysm, the coil was dislodged from the catheter and formed a coiled loop within the m1 segment of the right cerebral artery. Multiple attempts of retrieving the coil were made and were unsuccessful. The in time snare retrieval device, a 4mm & 2mm microvenous device were used to attempt retrieval of the coil. Following this the retractor retrieval device was then advanced and was able to retrieve the coil mass. The attractor broke somewhere along the shaft. Attempts to remove the broken section of the attractor were unsuccessful. The procedure was aborted.